Event description:
In 2009, the pt reported that a week prior, she began to feel nauseated and ill and her infusion device displayed an e4 (occlusion) error. She changed her infusion set and found that the cannula was kinked. Her blood glucose measured 200 mg/dl and she injected 4 units of insulin via syringe. Her normal blood glucose level is 100-150 mg/dl. She stated that she had scar tissue and she was educated on infusion site management and rotation. She refused to use an infusion set insertion device or to try a different type of infusion set. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.